Event description:
A customer obtained erroneously elevated troponin (accu tni) results for two patients.the results were reported out of the lab and questioned.subsequent testing produced results in the lower ranges. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in 13x100mm plastic greiner gold-top serum tubes with a gel separator. The specimens are centrifuged at 3,500 rpm for 7 minutes. The customer inspects samples for fibrin; no issues have been noted for the samples in question.qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(6)2010 met specifications.a field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm). B) the fse cleaned an excessive salt build-up on the wash carousel and an incubator belt track. C) the fse performed a diagnostic and an accuni precision test; all results passed within instrument specifications.a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose 8of this report.